Event description:
Item broke while in use.

Manufacturer narrative:
The artery forceps was received for evaluation with the jaw broken off. Visual examination indicates the failure started at inner corner or transition point from jaw to boxlock of the male jaw. Broken off jaw not available at time of evaluation. Fracture surface show an initial fracture - approx 20% of surface- with some signs of staining/rust indicating the initial fracture occurred at some point in the past. The remaining surface seems to show low cycle fatigue with some rust/staining nearest the original fracture. No absolute cause of the failure can be determined, but, it is appears the product failed from being overloaded-more stress than the material could withstand. No indications of actual material or heat treatment problems. A review of the device history report showed no issues with the reported lot. Historical review showed no other failures of this type of instruments made during this time frame.